Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a ureteral lithotomy under rigid ureteroscope procedure performed on (B)(6) 2019. According to the complainant, during unpacking, the tail end was damaged, and the "stretch part on the front end" was fractured. A photo of the complaint device confirmed that the coil was peeled. The procedure was completed with another stone cone coil. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g1 (MFR site address 2): (B)(4). Block g1 (MFR site email): additional emails: (B)(4). Block h6: device code 1454 captures the reported issue of coil peeled. Block h10: visual analysis of the returned device found the sheath had overridden the distal stop. There were several kinks along the working length. The green coating was pulled away from the distal stop exposing the core wire. Based on the condition of the device and the reported information, it is likely that the customer had difficulty during the testing and exerted excessive force resulting in the sheath overriding the distal stop, and subsequently pulling coating away from the distal stop. Per the directions for use (dfu), "prior to use, ensure that the coil is working properly by advancing the sheath over the coil to the positive stop and then retracting the sheath to open the coil. The sheath of the device should be straight during testing." Therefore, the most probable investigation conclusion code is failure to follow instructions, indicating that the problems traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a ureteral lithotomy under rigid ureteroscope procedure performed on (B)(6) 2019. According to the complainant, during unpacking, the tail end was damaged, and the "stretch part on the front end" was fractured. A photo of the complaint device confirmed that the coil was peeled. The procedure was completed with another stone cone coil. There were no patient complications reported as a result of this event.